Event description:
As reported through the lvis pas clinical study: few foci of restricted diffusion within the left parietal lobe in the distribution of the left mca, likely reflecting small embolic infarcts. The event was adjudicated as study procedure-related and study device-related. Patient with wide necked left anterior choroidal artery aneurysm measuring 1.8 mm x 1.62 mm was treated by using lvis blue flow diverter stent embolization after multiple attempts of unsuccessful coiling. The following day, MRI of the head was performed as per the standard of care. It showed three very small dwi ischemic lesions in the left cerebral hemisphere related to the recent endovascular intervention. There was no gross hemorrhage / microbleed or swelling. There was no intervention for the infarcts / lesions. The patient was continued on antiplatelet therapy. Expected initial baseline mra post lvis stent embolization of the left anterior choroidal artery origin aneurysm, with stable residual filling of the treated aneurysm. Normal flow is maintained distal to the stent. Stable size of the untreated right para-ophthalmic ica aneurysm. Two days after the index procedure, the patient was doing well, pain was well controlled, she was able to ambulate and tolerating an advanced diet. The patient was discharged in stable condition. The event was resolved without sequelae. Five years after the index procedure, patient reported she is doing better and has had 2 episodes of very mild dizziness for several minutes. Schwannoma was ruled out with an MRI. The combination of sensorineural hearing loss, episodic and unprovoked dizziness, as well as tinnitus, diagnosed as menier¿s disease. Patient denies any headaches. Patient has since exited the study.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformances could not be performed. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.